Event description:
A user facility reported that an intraocular lens broke during folding. Pt impact is unknown. Add'l info has been requested.

Event description:
A nurse at the user facility provided add'l info stating there was no pt impact/injury associated with this event. The lens was broken prior to insertion in the eye.